Event description:
It was reported that during testing conducted at the MFR facility, the device was warming up around the handle. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the MFR facility, there was no pt involvement and no delay to a surgical procedure.

Manufacturer narrative:
During the device eval, it was determined that a probable cause of the reported warming up of the handle was excess current draw caused by a damaged motor winding.